Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty indicator on the digital board. No trend is associated with reports of this type.